Manufacturer narrative:
(B)(4). Visual examination of the returned product confirmed the alleged failure. Adhesive was found to be present on the kit. The kit could have been opened before the case was determined as the most probable root cause and no escalation is needed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed as product was returned. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that on (B)(6) 2025, a 4.5 peek anchor kit was opened for use and the kit barrier was found to be damaged. When the nurse opened the top portion of the box and pulled out the tray, the tyflon paper on the tray was discovered to be unsealed. It was also noted that the bottom of the box had been opened and appeared to have been received in that condition. A same-size anchor from another kit was used to complete the case with no surgical delay and no patient injury.